Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the pump supplies were changed in an attempt to address the issue. Additionally, it was reported that customer experienced cartridge making "crackling" sounds when filling with insulin. No cartridge leaks were observed at the time of the event. Customer declined to further troubleshoot with tandem technical support. Customer's blood glucose was 129 mg/dl.